Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. Medical records were received and investigation are pending. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Upon review of medical records received for this peritoneal dialysis (pd) patient it was discovered the pt required a previous incarcerated umbilical hernia repair on (B)(6) 2014. Additional medical records were requested and received, and it was discovered the pt was admitted on (B)(6) 2014 and present with complaints of abdominal pain and induration at the umbilical hernia site after eating. The pt was found to have an incarcerated hernia that was treated with surgical repair.